Event description:
It was reported that patient underwent an acromioclavicular (ac) luxation procedure utilizing a femoral fixation device on (B)(6) 2015. During the reduction of the clavicle, the loop on the fixation device did not get smaller when the threads were pulled on. The threads had to be cut to remove the device and a new hole was drilled to implant another fixation device.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.